Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-06840. It was reported that patient experienced patient had suspected allergic reaction with pain, redness, tenderness and swelling localized at both anchor sites. Cultures were taken and patient was given oral antibiotics. Cultures later came back negative. Physician did not request an allergy test from the abbott representative. There are no known allergies. Surgical intervention was undertaken wherein the entire scs system was explanted. Patient status has improved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.